Event description:
It was reported to hamilton medical ag that hamilton-g5 device: "fail yesterday on a patient. Stopped delivering volumes and went to a screen showing "panel connection lost" screen was frozen and would not power down." No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.